Event description:
The customer alleged that the screw fell out of kerrison and into the patient. The screw had to be located and dug out of the patient before continuing with the procedure. There was no harm to the patient as a result and the duration of a delay is unknown.

Manufacturer narrative:
Along with the device missing the screw, the customer also returned 11 additional items stating that the kerrisons were stiff and difficult to actuate. The customer stated that they have had a regular issue with devices being stiff and having to be forced open during use. After the while, the customer began to experience screws coming loose. The customer was only able to provide details regarding this one incident. The screws coming loose is a direct result of the stiff devices. Upon evaluation of the device missing the screw and the devices that were confirmed to be stiff, it was noted that the internal shaft had damge resulting from a the two metal shafts actuating together without lubrication. The customer confirmed that they began utilizing a lubricant bath during reprocessing, but not until they began to experience problems. If the devices were already damaged prior to beginning this new process, they would still continue to have problems due to the internal damage. Root cause: inadequate maintenance in the early stages of the instrument life. There has been a total of 851 sold of all lots of this product code with no additional complaints recorded for this product code. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.